Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's battery had a red light and the patient's shower bag had a water leak.

Manufacturer narrative:
Section d4: the lot number was not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag confirmed the report of water ingress. The external portion of the bag did not show any damage or wear to any of the seams, zippers, or fabric that could have contributed to a potential leak. A faint white stain consistent with prior fluid ingress were noted at the bottom of the bag. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, water was observed inside the bag. The cause of this ingress could not be determined. The heartmate 3 instructions for use (IFU) under the ¿patient care and management¿ section, and the heartmate 3 patient handbook under the ¿caring for the equipment¿ section, state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. This section of the IFU as well as the patient handbook (in ¿living with the heartmate 3¿) also provide instructions on using, assembling, and cleaning the shower bag. No further information was provided. The manufacturer is closing the file on this event.